Manufacturer narrative:
The pump was received with a broken reservoir tube lip, a missing reservoir tube o-ring, minor scratches on the lcd window, a scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated pieces were falling out of the reservoir. Customer also reported a piece that is popped out and loose. Customer's blood glucose was unknown. The customer stated the damage occured during set changes. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.